Manufacturer narrative:
A ge rep evaluated the system and would not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported that the system intermittently would not display a fluoroscopy image. There is no report of pt injury or death.